Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that on (B)(6) 2018, his adc meter continued to flash the low battery icon even after battery replacement. Customer further reported he was "feeling awful" and self-presented to a hospital where a blood glucose result of "high" was obtained on the hospital meter and he was diagnosed with hyperglycemia. A doctor administered 15 units of humalog insulin to the customer and soon after, his blood glucose decreased to 325mg/dl. Customer remained in the hospital for observation and was discharged home. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated. Visual inspection has been performed on the meter and no issues were observed. Meter powered on with button depression and insertion of strips. Performed power consumption test on returned meter using approved software. Meter¿s power consumption was within specification. Fast draining battery was not observed. The complaint is not confirmed. This also serves as a correction report. (Pma510k#) was incorrectly documented in the initial MDR 30 day report.

Event description:
A customer reported that on (B)(6) 2018, his adc meter continued to flash the low battery icon even after battery replacement. Customer further reported he was "feeling awful" and self-presented to a hospital where a blood glucose result of "high" was obtained on the hospital meter and he was diagnosed with hyperglycemia. A doctor administered 15 units of humalog insulin to the customer and soon after, his blood glucose decreased to 325mg/dl. Customer remained in the hospital for observation and was discharged home. There was no report of death or permanent injury associated with this event.